Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11986. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system (wds) was advanced into the watchman® access system (was). There was a kink noticed in the was while advancing the wds and the entire system moved forward distally causing a perforation. This led to a pericardial effusion. The closure device was not implanted at this point. The patient had a stable blood pressure throughout the procedure and was transferred to surgery to treat the pericardial effusion. While in surgery, the laa was ligated. The patient is currently stable.

Manufacturer narrative:
Returned product consisted of the watchman delivery system (wds) along with watchman access system (was). The wds was inside the was as received with the hub of the wds 12mm from the was valve. Blood was on the device as received. The wds and was were separated during product analysis. The hub, shaft, tip, markerband, core wire, and implant were microscopically examined. The shaft was kinked 4cm from the tip of the wds. The tip and markerband were damaged (flattened/crushed). The implant was inside the wds and connected to the core wire as received. It was deployed during analysis and found to be consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported patient complications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11986. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system (wds) was advanced into the watchman® access system (was). There was a kink noticed in the was while advancing the wds and the entire system moved forward distally causing a perforation. This led to a pericardial effusion. The closure device was not implanted at this point. The patient had a stable blood pressure throughout the procedure and was transferred to surgery to treat the pericardial effusion. While in surgery, the laa was ligated. The patient is currently stable.